Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, bupivacaine, and saline all at unknown doses and concentrations via an implantable infusion pump for failed back surgery syndrome and spinal pain. The patient reported that the pain in their sides is getting worse and their spine is swelling. A healthcare professional was instructed to drop the medication 30% per week to where the patient only had saline in the pump. The patient reported their doctor is "dumping them as a patient." The patient mentioned they had surgery and was "back in bed again," had lost a lot of muscle in their legs, and "every single pain that was there before was back." The patient was in the hospital all summer, and then had physical rehab, can't even walk and is bedridden again because they emptied their pump out. The patient reported they were "halfway withdrawing," and mentioned having severe osteoarthritis in their hip and back and "the pain does not stop." The patient did not know the concentration or dose of the medication but said it had been 4 to 1 of bupivacaine to morphine. No further complications were anticipated/reported. It was reported that the patient was being let go from their provider due to lack of compliance and prescription pain medication from multiple providers. It was reported the patient was being weaned of the medication and the plan was to eventually explant the pump. It was reported there were no clear cut withdrawal symptoms and withdrawal was not documented. The patient was treated with oral opioids as prescribed by their primary care physician. The patient was set to have an appointment on (B)(6) 2017. No further complications were anticipated/reported. Additional information was received from a patient. The patient stated on (B)(6) 2017 they had a magnetic resonance imaging (MRI) scan at the ER because they were in so much pain and agony and wanted to be "put down like a dog." They did another MRI with contrast and saw the patient's spine was swollen and vertebrae "will not allow it to." The patient reported the medication did not work for them 2 years prior. A healthcare professional told their nurse to decrease the medication 30% a week and it made the patient sick, dehydrated, and the patient went through withdrawal. The healthcare professional did not respond to the nurse's email/call, and the pump was completely empty in (B)(6) 2017. Saline was put in the pump. The patient stated they "had a nurse coming out of their house and they are not sure the healthcare professional will replace the pump." The patient reported the pump will run out of saline soon. The patient states their "morphine setting was 5 which equal to 50 oral and 2 bupivacaine." The patient stated due to laws and regulation no one wants to touch the pump. The patient stated their healthcare professional abandoned them. No further complications were anticipated/reported.